Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events during use on (B)(6) 2024. The infusion set was used for 14 hours. The blood glucose level was 249 mg/dl at the time of event. The patient replaced infusion set and resumed insulin successfully. No further information available.